Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the gastrointestinal videoscope exhibited channels blocked by hemospray. The event occurred during reprocessing. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for inspection. The following fields were updated: d4 primary UDI number, d8, d9, h3, h4, h6 the device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the distal end and light guide rod lens had foreign material. A definitive root cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.